Event description:
It was reported that prior to implant it was difficult to retract and extend the helix. During the attempt to implant the lead, the helix would not extend. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.